Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's blood glucose was over 400 mg/dl at the time of hospitalization. The customer's blood glucose was over 200 mg/dl at the time of call. The customer stated that they were given IV drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find leaks, site and insulin issues. The customer stated that they found air bubbles in the tubing. The customer declined to check for setting issues. The customer was unable to complete high pressure test due to unresponsive up button. The insulin pump will not be returned for analysis.